Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va138ln serial# implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient had their stimulation up to 5.5 and was only going one time per night, and all of a sudden within the past 2 weeks they found themselves up more frequently , and two night ago they had gotten up 3 times. Patient also stated that during the day if they were at home, they found themselves going more frequently. Patient was wondering if their stimulation could be increased. Patient also mentioned that when the ins was originally installed, the device fell out of position and was at an angle, patient's doctor repositioned it but it was brought to the belt level and it became really sensitive, and was again moved back down close to where it was originally implanted. It was noted that patient had access to the patient programmer (pp), synced with it and stimulation was on, patient confirmed they were on program 4 and they increased stimulation from 5.5 to 7.5, further mentioning that they felt it and it was comfortable. It was reviewed for patient to consider changing programs or increasing amplitude if medically appropriate. It was reviewed that it takes time for the body to respond to therapy. Patient also mentioned that they were more aware of stimulation while standing rather than sitting, and wanted to know if they would feel stimulation in the head if they had it too high. Patient was redirected to follow up with the health care provider (hcp) if symptoms did not resolve. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va138ln, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when the patient got the device it had worked great. It knocked off almost all trips to the bathroom but 1 to none at night. Prior to the device the patient was going 3-4 times at night. Patient reported they were having much more frequency. On (B)(6) 2017 they had changed from program 1 at 1.0v to program 2 at 2.9v. Patient said at the time of the call they were going every 3-4 hours during the day, every 2.5 at the most every 3 hours during the day. Then they clarified to say they were going every 2.5 hours at the outset 2.15 to 2.45 every entire day. Prior to the report they were going maybe every 3.5-4 hours during the day, sometimes longer if out and about and distracted. At the time of the report at night they were going every 2 to 2.5 hours almost like clockwork for the past 2 weeks, it had gradually increased. Patient was able to sync with their programmer, it showed stimulation was on. Patient switched back to program 1 because they hadn't exhausted their options on program 1 before going to program2. Patient was on program 1 at 4.4v and reported they felt stimulation in the correct area. Patient reported no falls, accidents, or medical procedures related to the event. Patient had a follow-up scheduled for the day after the report to see if they would leave it on the current setting or adjust it. It was also noted that the patient was meeting with the surgeon the following day. Patient mentioned they had difficulty finding a comfortable position sitting since the implant had been re-implanted. Patient reported the ins had been re-implanted because it became dislodged.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28 , lot# va138ln, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a lack of therapy. The patient stated that since implant he has had a large number of voiding times each day. The patient confirmed feeling stimulation, but was not getting 50% or better symptom relief. The patient reported having success during the trial, but not with the implant. The patient increased stimulation to 3.6 on program 1. The patient stated that he has an appointment with his healthcare provider (hcp) 4-6 weeks from now. The patient also indicated that he had been educated while under anesthesia. On (B)(6) it was reported the patient's voiding symptoms seem better since increasing stimulation yesterday. The patient planned to continue monitoring his symptoms. The patient also reported they were recently diagnosed with neuropathy in their right foot towards the ankle. Additional information reported from consumer on (B)(6) that the patient reported that they had lost their notes regarding their therapy had been so far and wanted to know what settings they tried as they had a follow up appointment with their doctor tomorrow. The patient stated that they were still not getting the most therapeutic benefit. During the night ¿it was good only getting up once or twice a night¿ so there was progress as far as the nighttime period was concerned. During the day (¿even just at home¿) they voided maybe 2-3 times every 1.5 to 2 hours. It was mentioned when the patient was out and about (and distracted) they voided less (¿maybe once every 3 hours¿). The patient was anticipating better results during the day. They currently did not feel the stimulation. With assistance, the patient was walked through increasing the stimulation from 4.6 volts to 5.5 volts on program 1. The patient felt the stimulation in the right testicle. There were no further complications reported or anticipated. Additional information was received from consumer on (B)(6). It was reported that the patient had been experiencing discomfort at the ins site, specifically the perimeter, which is on their left side. This was noted to have started a week and a half ago ((B)(6) 2017). They stated that they had taken some pain medication that had been prescribed to them, and that helped a little. It was suggested that the patient discuss this with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a manufacturer¿s representative(rep) and healthcare professional during a system revision on (B)(6). The rep reported the patient is having their system revised today because the patient¿s lead had migrated and was causing them pain. The rep states the ins was flipping in the pocket and they believe that was the reason for the migration as there wasn't a noted event/trauma that started the issue. The patient¿s lead was replaced today and moved from left side to right side, the same ins is being used.